Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2005. The distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent oversensing and an increase in impedance and threshold on the pace/sense portion of the right ventricular lead. The patient also may be a twiddler. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.